Event description:
It was reported that the patient's pump was dry and the reporter could not figure out why. The reporter stated that it was possible that there was a "partial refill". The patient had some "fluid problems" around the pump. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).